Event description:
It was reported that during the use of the device for a non-clinical activity, the sternal saw had no power. There was no patient involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.